Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. As no samples have been received and no units are available only the batch manufacturing record have been reviewed and this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: australia. Customer reported that the product is not suitable for children as it takes too long to harden. It was also indicated that it is difficult to apply to the wound due to the tip.